Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed via visual inspection of the returned cable. Examination of the returned modular cable revealed that the polyurethane jacket had bunched up and torn at the end of the strain relief on the controller connector side of the cable. No damage to the underlying armor layer was observed. The outer jacket material appeared to have expanded, causing the two ends of the tear to push together and create a flap of polyurethane on one side of the cable. The integrity of the internal wires of the returned modular cable was tested and no issues with the wires were observed. The modular cable was tested with the returned system controller and a test pump for an extended period of time without any issues or atypical alarms produced. The submitted log file and log file downloaded from the returned controller contained approximately 15 days of relevant data combined ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The data in the log file did not indicate any issues with the modular cable. The root cause of the damage to the polyurethane jacket could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years 2 months 15 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the site had concerns on the modular portion of driveline and there was a small tear covered with painters tape on the controller's black power cable that was leaking with green fluid. The modular driveline, controller, and the patients clips were all exchanged. No additional information was reported.